Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: this product contains natural rubber latex which may cause allergic reactions. Do not aspirate urine through drainage funnel wall. Single patient use only. Do not reuse. Do not resterilize. For urological use only". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a doctor inserted a bardia foley catheter into a patient on (B)(6) 2018 at 4:00pm and the balloon ruptured at 4:30pm.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: -this product contains natural rubber latex which may cause allergic reactions. -do not aspirate urine through drainage funnel wall. -single patient use only. Do not reuse. -do not resterilize. -for urological use only."

Event description:
It was reported that a doctor inserted a bardia foley catheter into a patient on march 22, 2018 at 4:00pm and the balloon ruptured at 4:30pm.

Manufacturer narrative:
Received only the catheter for evaluation. The evaluation found an irregular balloon burst and no pieces of the sac were missing. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that a doctor inserted a bardia foley catheter into a patient on (B)(6) 2018 at 4:00pm and the balloon ruptured at 4:30pm.

Event description:
It was reported that a doctor inserted a bardia foley catheter into a patient on (B)(6) 2018 at 4:00pm and the balloon ruptured at 4:30pm.

Manufacturer narrative:
Received only the catheter for evaluation. The evaluation found an irregular balloon burst and no pieces of the sac were missing. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."